Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observations noted the lead was returned in two segments. The distal end of the proximal coil spring electrode was separated from the lead body insulation, there was dried blood/body fluid noted in the helix housing, and the helix was extended. Analysis did not confirm the initial allegation of product involvement with regards to infection.

Event description:
Boston scientific crm received information that this patient, who has this right ventricular (rv) lead implanted, experienced an infection in the device pocket. Patient was given medication to help with the infection. Subsequently, additional information was received that this patient was diagnosed with endocarditis, and the physician elected to explant this rv lead. There were no other adverse patient effects reported.